Event description:
A consumer reports she was diagnosed with microbial keratitis in 2006 and was treated with antibiotics. Unspecified days later, she was seen again and was diagnosed with conjunctivitis. Eleven days later, tears sampling culture came back negatve; treatment was continued; contact lens wear was prescribed. Seventeen days later, a diagnosis of bilateral keratitis was made and she was prescribed euronac and tobrex (ointment and eye drops). Six days later, consumer reported she was improving. No medical documentation is available.

Manufacturer narrative:
Bausch & lomb is unable to complete an investigation of this complaint since no product was returned and no lot number was provided. However, the company did initiate a broader investigation of reported fusarium keratitis events that evaluated the manufacturing facility environmental records, a review of batch records and testing of retain samples for numerous produced product lots. All of the records indicate there were no anomalies that could have been related to reported fusarium keratitis, there were no fusarium recoveries from the facility environmental monitoring program of the aseptic processing areas, and all product evaluated met release sterility criteria. Where product retain sample testing was completed all chemical and biocidal performance criteria were effective against microbial challenges as required.